Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced when filling the cartridge resulting in a bent syringe needle. A new cartridge was successfully loaded onto the pump. There was no adverse impact to the customer's blood glucose level due to this issue.